Event description:
Customer reported an error alarm on the insulin pump after installing a new battery. The insulin pump had been out of use for about two months. The blood glucose reading was 325 mg/dl. Customer treated with manual injection. The insulin pump passed the self test. He stated that he had lost 30 lbs in the past two months due to calculation of insulin being too much. Customer was assisted in adjusting settings. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.